Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The hp had already cleared the alarm. The technical service representative (tsr) explained the alarm and its possible causes to the hp. It is unknown how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.